Manufacturer narrative:
Per results of investigation by the carefusion failure analysis (fa) lab, the suspect gde (gas delivered engine) was received and upon external inspection it was found that the air inlet fitting sleeve was damaged. The suspect gde was installed onto an avea test station and powered on in user mode. The gde failed the oxygen calibration. The fio2 (fractioned of inspired oxygen) was adjusted to 100% and flag position remained at 21%. After ten minutes, the flag position started working properly, however after running for several hours the flag was found to be loose when rotated, moving freely in the shaft. The oxygen blender flag was found to be the root case of the reported malfunction.

Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the device fails oxygen (o2) calibration and it does not deliver fraction of inspired oxygen (fio2) above 40%. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.